Event description:
Revision surgery - the pt fell and fractured humerus and the distal tip of the stem. The surgeon revised the long stem, neutral socket shell, and 32mm standard insert.

Manufacturer narrative:
The reason for this revision surgery was to remedy a fractured humerus after 2.1 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the fractured humerus was most likely due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.